Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported during an ipg implant procedure on (B)(6) 2018, the lead was unable to be inserted into the ipg header. As such, another ipg was taken out of the packaging and used resolving the issue.